Event description:
Loop broke at both arms with the metal electrode remaining in the pt. (B)(4) loop broke during resection of large fibroid but unfortunately was discarded by customer.

Manufacturer narrative:
Since the electrode was not made available for examination, the exact cause of the reported experience could not be determined.